Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v207130, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that it was not possible to make adjustments to the implantable neurostimulator (ins) both with or without antenna attached to the patient programmer. A loss of therapeutic effect was also reported. There were symptoms but there were no known accident or incident related to this complaint. It was also reported the patient had started having issues with her bladder a couple of months prior and the issues had gotten worse. Twenty days later it was reported that it was still not possible to make adjustments both with or without antenna attached. The patient continued to have issues communicating patient programmer with the ins. It was stated that the patient never had been able to communicate since she had gotten the ins implanted. It was mentioned that her ins did feel loose in the pocket site and that the patient could "feel it." It was also reported that the patient was losing weight and that she had a fall about 6-8 months ago. Refer to manufacturer report #3004209178-2012-05739 about related information on a loss of effect and a fall. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.